Event description:
It was reported an overdose occurred. The patient had refill on (B)(6) 2012, at which time the volume aspirated was 7mls less than expected. It was unclear the cause of the volume discrepancy. The next day, the patient showed signs of over dose. The pump dose was titrated down, narcan was administered, patient was admitted to the hospital and stabilized. It was noted that on the day of this report, the patient was discharged from the hospital, but by the time the patient got to the car she had overdoes symptoms again which were "worse than before." It was noted that the pump was programmed to minimum rate. Patient outcome is unknown. The device system was used to infuse fentanyl. No further information was reported.

Event description:
Additional information received reported that the patient was 'still in the hospital' as of (B)(6) 2012. The cause of her hospitalization was unknown. It was later reported that the doctor did not believe that anything was wrong with the pump or catheter. The patient had 'some neurological going on that they just have not discovered yet.' The doctor believed that neither of the events reported previously was an overdose. The patient went to the emergency room and volume was checked. The volumes 'were correct.' It was noted that the patient would have an immediate reaction if a pocket fill occurred since the drug being used was fentanyl. The patient's overdose symptoms as reported previously happened hours after the refill. The programming was also checked and 'everything was correct.' The patient's symptom was that she was 'completely obtunded.' The patient was scheduled to have a computational tomography scan. It was unclear if the patient had a computational scan done because the doctor had not heard from the patient since she was discharged from the emergency room. The patient had 'something happened with their insurance' and she never went to see her new doctor. It was unclear what the patient is doing going forward to address the issue or who is going to fill her pump.

Manufacturer narrative:
Patient programmer, model 8835, serial# (B)(4), catheter model 8709, serial# (B)(4), implanted: 2010 (B)(6), accessory model 8578, serial# (B)(4), implanted: 2010 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).